Event description:
Event description guidant received information that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 3,04v. The labeled voltage was 3.25v.